Manufacturer narrative:
Section d4;h4: additional information. Section d10: correction. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), did not identify any issues. A specific cause for the reported patient outcome due to hemorrhagic stroke could not be conclusively determined through this evaluation, and a direct correlation with (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2020, due to a sudden hemorrhagic stroke. (B)(6), was returned assembled surrounded by native tissue. The driveline was severed approximately 6¿ from the pump housing and the remainder was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016, via customer order (B)(4). The heartmate ii lvas IFU lists stroke, bleeding, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at the (B)(6) center in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a sudden hemorrhagic stroke and expired.